Event description:
It was reported "patient presented at hospital for right hip prosthesis fracture. Patient had pain occur while walking in 2/2005. Pt rested in bed for one day, then used a walker , until their office visit in march. Surgeon diagnosed patient with "failed open reduction and internal fixation on right hip." Indications for procedure reported as "fracture of subtrochanteric region of right hip...compression hip screw with long side plate and 8 screws, fracture of plate just distal to neck. "Once the plate was removed, fracture was debrided of non-union fibrious tissues."